Manufacturer narrative:
G5:510(k)#: k102985, b4: (B)(6) 2021. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue, and the unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
The defective front bezel was returned for failure analysis. Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator when the unit was set up the setting numbers started changing. There was no patient involvement.